Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device.

Event description:
The trial patient reported lead migrated because she felt stim in her back. She also mentioned some pain caused by stim prior to call which she lowered.